Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nt424r - drill bit d3.2mm ul32mm f/flexible shaft. According to the complaint description, the drill bit was bent during total hip replacement (thr) surgery . An additional medical intervention was necessary. Only one out of two screws used; no other effect to the patient. Additional information was not provided. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation: visual investigation: the drill is bent at the working end. Hardness test target, 100 plus 100 hv5; hardness actual is 561 hv5. Device history records: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The current failure rate is within the risk analysis and therefore acceptable; severity was 2(5) and probability 1(5). Conclusion/preventive measures: the root cause of the failure cannot be ascertained. The material hardness is within the specifications. There is no indication for a material defect, a manufacturing or a handling failure. Based upon the investigation results, a CAPA is not necessary.